Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: there was evidence of short battery life found in the pump's black box. The pump was able to perform the prime steps with no issues. The alleged issue could not be duplicated during the investigation.